Manufacturer narrative:
Result: load cells.

Event description:
It was reported by service report that the scale was inaccurate. It is unknown if there was pt involvement; however, no adverse consequences were reported.